Event description:
A trifix pedicule screw was found broken at s1 during the perparation of a plif at l3-l4 and l4-l5. The broken screw had originally been implanted in 2001. The surgeon left the distal end of the broken screw in place but removed the remainder. The pt was fine after the surgery.